Event description:
The customer reported the ambulatory telemetry system lost communication with the panorama central monitoring station. No pt injury was reported.

Manufacturer narrative:
The system was evaluated and it was confirmed that the telemetry system was not communicating with the central server. The system was rebooted and communication reestablished.